Event description:
It was reported the patient coded during permanent implant on (B)(6) 2025 resulting in an open generator that was not implanted during the case. Patient has recovered post-op.

Event description:
It was reported during permanent implant on (B)(6) 2025, the patient coded after the leads were implanted. The issue attributed to leads. The ipg is not reportable.

Manufacturer narrative:
Corrected: b5 the device is no longer reportable as there is no alleged malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.